Event description:
During a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The lesion in the ostial right coronary artery was predilated. The physician encountered difficulty advancing the taxus liberte 2.75x20mm drug eluting stent at a severe bend in the vessel. After mulitiple attempts, they saw that the stent had separated from the balloon and was at the end of the guide catehter. The physician attempted to use another balloon to retrieve the stent but was unable to remove the stent from the femoral artery, where it remains. No patient complications were reported. This product is approved. But it is similar to a marketed us device.